Event description:
On 3/90, plates implanted to aid in fusion of l4-l5. On 12/90, plates removed to try to alleviate pain. On 8/92, plates implanted to aid in l3 fusion. On 11/93 plates removed to try to alleviate pain. Rptr still is in constant, severe pain.